Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to inspect and clean certain pump components, but was unable to successfully load the cartridge even after assistance. The issue was escalated for further troubleshooting.